Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
Incident. Anticipated. Serious injury. Required intervention this spontaneous case report was received from a consumer via regulatory authority in united states on 12-oct-2015 (case# mw5044387). The report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) implanted in 2013, and had been having lots of health problems due to the implant such as back pain, pelvic pain, very bad headaches, nausea, and abnormal pap. She stated she never had any of those problems before essure implantation. All her pap smears were normal. She had been told that was the best thing to get done instead of surgery after she had her third child, but now she was not so sure. She used remedial drug ibuprofen 800mg three times a day. Follow-up received on 11-nov-2015: consumer confirmed her date of birth and address. She stated she did not have the lot number with her. On (B)(6) 2015 consumer went in a partial hysterectomy to have them (essure) removed. She was (B)(6) at the hysterectomy. Product technical complaint investigation result was received on 25-nov-2015: the ptc global reference number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Company causality comment this non-medically confirmed, spontaneous case report refers to a female consumer who had pelvic pain after essure (fallopian tube occlusion insert) insertion. She underwent a hysterectomy to have the device removed. This event is listed according to essure's reference safety information. After essure insertion, pelvic pain may occur. In this case, limited information was provided. Nevertheless, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was upgraded to incident, since device removal was required (hysterectomy reported upon follow-up). Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect.